Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately six months post the device system implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The defibrillation conductor was distorted and the distal conductor had blood/body fluid (not obstructed). The inner and outer insulation and outer tubing overlay had breached cuts. The helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. There was apparent explant damage. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and a breached cut. The helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. There was apparent explant damage. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor was stretched and the outer insulation had a breached cut. There was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Evaluation summary: (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The defibrillation conductor was distorted and the distal conductor had blood/body fluid (not obstructed). The inner and outer insulation and outer tubing overlay had breached cuts. The helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. There was apparent explant damage. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and a breached cut. The helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. There was apparent explant damage. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor was stretched and the outer insulation had a breached cut. There was apparent explant damage. (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately six months post the device system implant.